Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 4 reports linked to mfg report numbers: 3004608878-2025-00225, 3004608878-2025-00220, 3004608878-2025-00223. The mayfield modified skull clamp (a1059) was being used for a posterior cervical procedure, and the facility's surgeon reported that he thought he felt a slip when he drilled. The patient was unharmed, and there was no surgical delay.

Event description:
N/a.

Manufacturer narrative:
Updated field: d4, d9, g3, g6, h2, h3, h4, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned unit shows that the lock has both rotational and lateral movement present and a residue buildup is present. The index knob, and the lock will need new components added to replace worn internal parts, and the unit will need to be machined to have heli-coils added to large starburst threads. By the completion of service, the roundhead screw, adjustment screw, label, screw, nut, washers, o-ring, ball bearings, wave springs and helicoils will be replaced along with general maintenance and cleaning. Root cause: the complaint is confirmed via inspection of the unit. The unit has a lot of movement in the lock. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.